Event description:
Pt was undergoing a laparascopic cholecystectomy. At one point during the procedure, the electrosurgical cable produced a flame near the junction of the bovie machine and surgical cord. The cord was burnt off the adapter part of the cord. No pt injury.